Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged, falling into the ventricle. The ra lead exhibited undersensing and no capture. It was noted that the patient developed a hematoma. The hematoma was removed when the ra lead was repositioned. The ra lead remains in use. No further patient complications have been reported as a result of this event.